Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 31-year-old male post cardiac surgery was implanted with an impella rp device for mechanical circulatory support. While on support there were flows that were lower than expected. Blood volume was given.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned for investigation. Based on clinical description and data review, the root cause of the low flow was most likely biomaterial ingestion.